Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose was fluctuating high and then low. Customer reported that blood glucose was high at 500 mg/dl. Customer treated with manual injection and blood glucose dropped to 77 mg/dl and went back up to 400 mg/dl. Customer was taken to the emergency room on (B)(6) 2016 and released around noon. Customer reported that drive support cap appeared normal. Customer also reported of having low blood glucose of 42 mg/dl and 44 mg/dl and was treated with glucagon shots. Customer requested for insulin pump to be replaced due to high blood glucose.